Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming properly on the third firing. Another device was used to complete the procedure. There was no patient consequence.